Event description:
It was reported that an inflation issue occurred. The target lesion was located in the severely calcified and tortuous right coronary artery (rca). A 3.00mm x 20mm emerge balloon was used during a percutaneous coronary intervention (pci) procedure to do a "trapping" maneuver inside the guide catheter. When the balloon was inflated, contrast filled the polymer surrounding the shaft. The balloon never went out of the distal end of the guide catheter. The device was removed successfully and the procedure was completed with another of the same device. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. Tactile inspection and visual inspection under magnification was performed. There was contrast in the balloon. The outer shaft was damaged from 3.5cm distal of the exit notch to the balloon (18.5cm in length). The outer shaft was burst 11cm from the exit notch; the tear was 1cm long with the inner protruding from it. Numerous inner shaft kinks were noted and the inner shaft was flattened along the length of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. This root cause is assigned when the device was used contrary to precautions in the dfu. The emerge dfu includes the following precaution and instruction for use: ¿do not expand the balloon if it is not properly positioned in the vessel¿ and ¿balloon inflation should not be undertaken if the balloon is not properly positioned within the stenosis or stent¿. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inflation issue occurred. The target lesion was located in the severely calcified and tortuous right coronary artery (rca). A 3.00mm x 20mm emerge¿ balloon was used during a percutaneous coronary intervention (pci) procedure to do a "trapping" maneuver inside the guide catheter. When the balloon was inflated, contrast filled the polymer surrounding the shaft. The balloon never went out of the distal end of the guide catheter. The device was removed successfully and the procedure was completed with another of the same device. There were no patient complications and the patient's condition is stable.